Event description:
It was reported that "staff had difficulty acquiring ECG and ap signals and had purge failure alarms when attempting to initiate cou nterpulsation. I did not find anything wrong with the pump other than the rotation latch assembly was bend, which has nothing to do with what they experienced. They switched out the pump and I am not aware of any patient complications". See associated MDR #30105 32612-2024-00117.

Manufacturer narrative:
(B)(4). Upon review of the complaint information it was discovered that the initial report, submitted on 09-feb-2024, is a duplicate of MDR# 3010532612-2024-00117; therefore, this report should be retracted. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staff had difficulty acquiring ECG and ap signals and had purge failure alarms when attempting to initiate counterpulsation. I did not find anything wrong with the pump other than the rotation latch assembly was bend, which has nothing to do with what they experienced. They switched out the pump and I am not aware of any patient complications". See associated MDR #30105 32612-2024-00117.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.